Event description:
Near miss event in our perioperative satellite. Rn asking for "irrisept" that is a chlorhexidine mixture that comes from supply chain and not pharmacy. Pharmacy staff heard "aricept". This was resolved when the pharmacist called the operating room for clarification. Ismp, (B)(6).